Event description:
The customer reported that when they send from both ultrasound workstations, the pt names for two differenct pts are "being combined". Both pts had the same last name. The hcp had not entered the medical reord number for either of the pts.